Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that testing carried out on (B)(6) 2010, shows 11 electrodes with status hi except of electrode # 10 being ok. No blow, accident or illness has been reported. As the pt is a child and bilaterally implanted, it wasn't noticed before that she was not able to hear with her left implant.